Event description:
This lead and the device were explanted due to loss of capture.

Manufacturer narrative:
The pacemaker and the lead under complaint were returned and subjected to an extensive analysis. The lead was visually inspected showing the ligature marks around 8 cm distal to the is-1 connector pin. In this region the outer conductor coil was found deformed and the insulation was damaged which might be the root cause for the reported loss of capture.based on the characteristics it is reasonable to assume that the damage resulted from a tight suture. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. There was no indication of a capture failure. The header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction.an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the pacemaker proved the device functions to be as specified. In conclusion, the pacemaker proved to be fully functional. The analysis did not show any deviations from the technical specifications. The lead insulation was found damaged, presumably as a result of a tight suture. The analysis of these devices did not reveal any sign of a material or manufacturing problem.